Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve gastrectomy surgery, the adapter would not trigger load applied. Another adapter was used to complete the case. There was no patient injury.